Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an 14f amplatzer torqvue delivery sheath. At the start of the procedure, difficulty was encountered in engaging the interatrial septum for transseptal puncture using the versacross system. Due to this difficulty, the team transitioned to an agilis sheath with a brk needle, after which the septum was engaged in the bicaval view and transseptal puncture was performed without confirmation in the short-axis view. The puncture site was subsequently identified as being extremely anterior and in close proximity to the aortic valve. Left atrial pressure at the time of the procedure was measured at 14 mmhg, and activated clotting time (act) during the procedure was approximately 350 seconds. Following transseptal access, the team proceeded with an attempt to implant the 22 mm amulet device. The versacross wire was positioned in the appendage during sheath exchange. However, during device advancement, non-coaxial alignment resulted in the device canting out of the appendage, and re-engagement proved challenging. The device was therefore fully recaptured into the delivery system once, after which the device and delivery system were exchanged. No partial recaptures occurred, and no device lobe was implanted; therefore, no peri-device leak assessment was applicable. Subsequent attempts to re-engage the left atrial appendage were made using a wire and pigtail catheter to regain access, during which multiple wire and sheath manipulations occurred. A fluoroscopic image obtained during these maneuvers demonstrated a perforation located on the pulmonary vein side of the left atrial appendage, anteriorly. The physician noted that the perforation was suspected to be wire-related rather than device-related. No pericardial effusion or cardiac tamponade developed during or after the event. It was specifically noted that the patient did not have a pericardium due to prior cardiac surgery, with associated pericardial scarring believed to have mitigated effusion development. Given the finding of appendage perforation, the procedure was aborted, and the sheath was withdrawn from its position near the aorta. The perforation was managed conservatively with observation only, and no intervention was required. The patient remained hemodynamically stable throughout the procedure and was admitted for overnight monitoring in the intensive care unit. The patient remained stable with no clinical deterioration and was discharged on (B)(6) 2026. No left atrial appendage occlusion device was implanted, and no replacement device was used.